Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, the oxygenator water port used to connect the water lines with the quick disconnect was difficult to operate. No pt involvement as this occurred during setup. Product was not changed out. The surgery was completed successfully.